Manufacturer narrative:
The investigation of the returned web system found kinked and broken wires on the web implant and the pusher kinked at the hypotube-to-connector junction. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strengths. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken black lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported, an embolization procedure was performed for an anterior communicating artery aneurysm, with the web device planned for use. After the via-27 catheter was positioned in place, the web device was deployed. Once the device¿s shape was confirmed to be appropriate, an attempt was made to detach it. However, the web device could not be detached despite multiple attempts. A new web device was substituted to continue the surgery. There was no patient injury. The patient outcome was reported as fine.